Event description:
The event pt was admitted to the hospital in (B)(6) 2013 for an incision and drainage of right knee with radical synovectomy and exchange of polyethylene tibial tray under general anesthesia surgery completed (B)(6) 2013. The pt reported to the orthopedic surgeon's office 5 days prior with history of right knee pain. The pt's knee aspirate testing revealed 2200 white blood cell count with 90% shift to neutrophils. The pt's sed rate and crp were also elevated. She presented to washout acutely with a presumed septic total knee replacement including polyethylene exchange. The pt originally received the implant tibial tray on (B)(6) 2003 with no other specific information able to be found about the device and brand. There was no gross purulence documented in the knee. The surgeon did document slightly encountered cloudy yellow fluid. The tibial tray was removed and then a curette was used in order to debride any soft tissues around the tibial tray. A new 14 mm tibial tray was inserted and the pt was discharged post surgery from the hospital on (B)(6) 2013 with home health physical therapy and nursing.